Manufacturer narrative:
The lot number for the device was not provided and a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed. The investigation was confirmed for failure to expand. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced overlap of the filter leg caudally upon deployment. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old male patient's weight was unknown.